Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.